Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 8 years ago. It is unk whether the pt was being followed from the time of implant and the ensuing 5+ years. Pre-operative aneurysm and vessel anatomy were not provided or reported. It was reported that the proximal stent ring appeared to have become detached from the remainder of the stent graft; however, there was no endoleak or significant migration reported and no intervention was performed. Plain films were received and evaluated by an independent contracted physician. There was good proximal and distal seat without evidence of endoleak. The physician's impression is that there is evidence of a fracture of the first stent ring of the stent graft. No adverse events appear to have occurred. There appears to have been some increase in the aneurysm size now to 62-63mm. The proximal neck appears to be dilating with significant room to place a proximal cuff as the neck has dilated to 32mm. Placement of a proximal cuff or an aorto-uni-iliac with fem-fem bypass would be indicated to improve the proximal fixation. No clinical sequelae were reported.

Manufacturer narrative:
Conclusion: lack of info (vessel morphology unk, unk cause of suture breaks).